Manufacturer narrative:
Literature citation: toshiaki kotani, tsutomu akaxawa, tsuyoshi sakuma, tetsuharu nemoto, yasushi iijima, yohei shimada, shohei mina mi."implementation of a clinical pathway among hospital and general practitioners for osteoporotic vertebral fractures: combination of balloon kyphoplasty and weekly teriparatide injections". Mean age was 76.7±6.3 (66-91) years. 3 men and 31 women. (B)(6). (B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported an abstract that total 50 patients who were not improved in pain sufficiently with conservative treatment underwent balloon kyphoplasty (bkp) between the period of nov 2012 - oct 2013. 34 out of 50 patients were observed for 6 months with once-a-week. It was reported that refracture occurred in 5 patients (14.7%) and 4 of them underwent bkp again.